Manufacturer narrative:
On 3/6/2017,technical serviced requestd that they wash the probes, change out the wash and diluent, then with fresh qc rerun the qc. On followup, all the essays were in range and the issue resolved. There was no further action required. The probable cause of the event was the washing issue. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported that they were receiving high quality control (qc) on the "sandwich" assay using their a1a2000. Technical support specialist addressed the reported event with the customer.